Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose was 93 - 98 mg/dl. Reportedly, the alert cleared, the pump successfully began charging after leaving the pump plugged into the power source, and customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.